Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the glucose monitor. Reportedly, the customer was using u-500 insulin within their pump supplies. Tandem technical support advised the customer against using off-label insulin. Customer required assistance from spouse in obtaining carbohydrates consumed to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.